Event description:
The nurse reported via the sales rep, during surgery, it was observed that the locking mechanism for the protection sleeve of the lag screw doesn't work. The hull was sticking and loose. The operation was delayed by ten minutes, but there were no bad consequences for the pt. The desired operation aim could be obtained.

Manufacturer narrative:
Evaluation summary: the speedlock sleeve returned was checked together with corresponding items. No deviations found. The device is fully functional. The alleged event, locking mechanism for the protection sleeve of the lag-screw doesn't work and the hull was sticking could not be reproduced. Evaluation revealed that the reported event is not linked to the device, but rather to an intra-operative event by the user. Review of device history record (DHR) - a review of the inspection records for the speedlock sleeve (B)(4) revealed no discrepancies.